Event description:
Caller reported aviva system blood glucose 278 mg/dl and 128 mg/dl within 10 minutes. No adverse event was reported. Strips are not available for return, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for inform base. Strips not available for return.